Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles needle was clogged/blocked. The following information was provided by the initial reporter, translated from italian to english: during the normal compression maneuver on the plunger of a syringe used to deposit cytologic material from needle aspiration on the slide, the syringe, possibly due to a blockage, exploded. The needle, soiled with biologic material, was projected forcefully against the tabletop and rebounding, it fell to the floor, grazing the workers present, but without injuring or hitting anyone.

Manufacturer narrative:
Correction: cancel MDR; complaint pending cancelation. Additional information: see b. Device evaluation: this record was opened for the needle product used in the reported incident. Originally, the needle was reported as bd microlance material (B)(4) and batch (B)(4). However, the provided picture samples show a non-bd needle. The pictured needle is not manufactured by bd, although there is an image provided of the non-bd needle product being stored in an opened bd microlance shelf carton, it is important to note that the product pictured within the bd shelf carton does not correspond to that bd product information. When asked for further clarification on the affected needle product, it was advised to refer to the pictures provided. Based on the picture samples, we can confirm that the needle product is not manufactured by bd. The manufacturing of the pictured needle does not correspond to the shelf carton label information used by the customer to store the needle products. The outer unit packaging of the needle product for the proper manufacturer, appears to state pic solution, easy click smart safe, reference 02044114230500, lot 1021129410. This does not align to any bd manufactured needle product and does not align with the shelf carton pictured.

Event description:
Customer stated on (B)(6) 2024: "I have already replied in the previous email of (B)(6) by sending attached the images of the products with which problems have been encountered. I don't know how else to be useful to you if I were not involved in logistics. I remind you that my report was sent to the competent office of the aoui, and you were contacted by this. Therefore, I would ask you for any other clarification to refer to them."